Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(4) 2010 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes with what appears to be noise/oversensing. In addition, a sudden increase in pacing impedance was observed. The lead was turned off and the patient was fitted for a lifevest until the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.